Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believed was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the clinical file of the customer's report was provided. Review of the clinical file shows that the analysis determined both segments of the patient's rhythm to be coarse ventricular fibrillation, which is a shockable rhythm. The device worked as designed and configured and within the limitations of the technology available. Analysis of reports of this type has not identified an increase in trend.